Event description:
It was reported that during a ptca treatment procedure, the pt expired following stent embolization while attempting to stent a spiral dissection. The physician had wired the left circumflex artery with a choice floppy wire. He then programmed angioplasty with a 2.0 x 20mm balloon which resulted in a spiral dissection. When the physician attempted to remove the balloon, it flipped out of the artery resulting in loss of wire position. He then attempted to rewire the lesion with another choice pt floppy, but was not able to pass through the lesion. At that time, left main and circumflex blood flow became "hazy" and a left main dissection was suspected. The physician then attempted to place the express2 monorail 3.0 x 16mm coronary stent in the left main. The stent then dislodged from the balloon and lodged in the left main. An intra-aortic balloon pump and temporary pacemaker wire were placed as the pt became hypotensive and bradycardiac. The pt received multiple intravenous medications, including epinephrine, levophed and atropine per cardiac arrest protocol. The pt continued to deteriorate. The pt began to have ventricular fibrillation and multiple defibrillator shocks were administered. The pt expired at 10:05 am. Same case as MFR's: 6000093-2004-00082.